Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, a round dissection balloon used in tep laparoscopic inguinal case exploded inside the patient. No adverse effect to the patient, all pieces of the balloon was removed. There was no unanticipated tissue loss.